Manufacturer narrative:
Continuation of d10: product ID a610 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse was programming the patient's b35200 and noticed when exiting the clinician programmer application, that the frequency was changed from 170 hz to 190 hz. The patient only has one group. The manufacturing representative (rep) watched the nurse go through the steps and took pictures via phone visit. Nurse was in the clinician application, programming tab, went to home icon, then end session. In the summary screen, the nurse could see a change to the frequency from 190 hz to 170 hz, but claims they didn't change that setting. Per the rep, they didn't see the nurse make a change to the frequency. No symptoms were reported.